Manufacturer narrative:
Examination of the returned device confirms fracture. The etched lot code of pw1195 indicates the device was sent to distribution in november 1995 and is over 20 years old. The root cause is wear out after 20 years of use. Product problem has not been identified. No corrective action indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During removal of the poly dial liner the liner removal tool broke. One of the prongs/arms of the instrument broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.